Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ccc drawer 5.1 was sticking and unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer determined that there was a failed rail issue and mentioned that customer would open a new call when drawers arrived. Good faith attempts were made to get the additional information.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ccc drawer 5.1 was sticking and unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.